Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure, the sealant was pulled out with the sheath. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with stopcock open, the sealant sleeve was fully pushed back, and the advancer tube was observed to have been deployed on the catheter shaft, covering the balloon proximal tip. The sealant, procedural sheath and syringe were not returned with the device. The condition of the returned device indicates an incomplete removal of the device. However, it is unknown if the device was manipulated post procedure. The device was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. The shuttle cartridge was manually retracted, and the advancer tube was found properly engaged distal tamp lock as intended per the mynxgrip instructions for use. A product history record (phr) review of lot f1908802 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device since the sealant was not received. The exact cause of the issue could not be determined during analysis. Based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the IFU since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube received covering the balloon¿s proximal tip. However, it is unknown if the device was manipulated after use. Per the mynxgrip IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Additionally, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip device for vascular closure, the sealant was pulled out with the sheath. There was no patient injury and the device will be returned for analysis.